Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in the patient's mouth it was verified its non osseointegration. Patient had low bone quality (bone type iii).